Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed during review of the submitted log file, containing approximately 8 days of data ( (B)(6) 2023 per timestamp). A backup battery fault alarm was observed at 9:45:33 on (B)(6) 2023 due to the backup battery not passing the load test. At the time of this alarm, the difference between the loaded and unloaded voltages was measured to be slightly outside of the designed threshold. The alarm remained active throughout the remainder of the log file, and no other atypical events were observed. The pump maintained a speed above the low speed limit throughout the data. The heartmate 3 system controller was not returned for analysis; however, the 11v backup battery (serial number: (B)(4) ) was. The returned battery was functionally tested and passed each step of the testing procedure without issue; atypical alarms were unable to be reproduced. Provided information indicated that the alarms resolved with the exchange of the system controller. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(4) ) was manufactured in accordance with manufacturing and qa specifications. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(4) revealing that the battery passed all inspection testing. The heartmate 3 instructions for use (rev d - section 2 ¿how your heart pump works¿) provide instructions on how to properly replace the system controller backup battery. This section also warns the user that inappropriate use of the 11v li-ion backup battery may result in diminished run time during a power loss emergency. The heartmate 3 patient handbook (rev d ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file review captured an emergency backup battery (ebb) fault on (B)(6) 20223 after the controller attempted a load test. The ebb had already been replaced in (B)(6) 2022 and given the reoccurrence, the controller was exchanged. The ebb fault alarm resolved following the controller exchange.